Manufacturer narrative:
The returned cardiac resynchronization therapy pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this cardiac resynchronization therapy was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the increase in power appeared to be related to increased radiofrequency telemetry demand. Technical services noted at this time there was no explanation for this and to consider this a malfunction and replace the device, or to perform further troubleshooting. Additional information was received that no device explant is planned at this time. Latitude troubleshooting was performed in which two years of battery was said to have remained however, it was unclear whether the patient had been back to the clinic for a device check for battery usage. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.